Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery alarm and displacement tests. There was no motor error alarm and the motor passed the motor test. The insulin pump had scratches on the lcd window, cracked display window corners, cracked reservoir tube lip and no excessive no delivery alarm. There was no motor position encoder error alarm on the alarm history. The drive support disk was inspected and there was no anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 50 mg/dl. Customer treated their low blood glucose with food and a soda. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error once in a 30 day period. Customer received motor error alarm during basal delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.